Event description:
During use of the device for a non-clinical activity, the user reported the battery would not hold a charge. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.